Event description:
Caller reported meter was unavailable for testing due to no power and emts were called and found customer confused; tested customer's blood glucose level at 467 mg/dl; no treatment was provided and daughter transported customer to the ER. Customer reportedly had a blood glucose reading in the 400's mg/dl in the ER: was treated with IV fluids and insulin; contents were unknown. On callback, customer reported she had replaced batteries and meter was now working.